Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-00395. It was determined that model 3186 was explanted on (B)(6) 2016 and not model 3189 as previously reported.

Manufacturer narrative:
The returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-00395